Event description:
Patient reports the aligner treatment is not meeting customer expectations. After visiting the dentist, it was recommended to use traditional braces due to insufficient strength in the back teeth for correction with the aligners. The patient was referred for orthodontic consultation.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.